Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not implanted. The actual device was not returned for evaluation. The evaluation of the actual device could not be conducted due to the device not being returned. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the bypass tube was already detached. The following information was provided by the user facility: when the angio-seal poly-foil pouch was opened, the bypass tube was already detached from the carrier tube tip and the anchor was exposed. The pouch was fully opened on a clear and flat surface all the way from the arrow side to the end. There was no obstacle to open the pouch. The device was not used and hemostasis was successfully achieved by manual compression. The physician had not completed the training process on the device prior to this case. The puncture site was distal to the inguinal ligament of the right common femoral artery. The vessel diameter was 5 mm. It was reported that there was no health damage to the patient.